Manufacturer narrative:
H3: the complaint product will not be returned. Therefore, this report is based solely on the information provided by the customer. A review of historical complaint data identified two similar complaints for debris/foreign material for this product family within the past two years. The manufacturing process was reviewed, and the most probable root cause is related to human error during manufacturing or a line-clearance issue. Production management has been informed. At this time, no further corrective or preventive actions are required. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and addressed as warranted. Manufacturer reference file: (B)(4).

Event description:
There was a hair in the sterile drape of the 5429 c-arm drape kit. Unfortunately, it was one of the last items to be placed on the sterile field which caused us to waste everything we had previously opened for the case due to contamination.